Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is inadvertently allowing saline to flow out from the suction barb on to the patient, insufficient suction pressure, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device caused blisters and burns at the surgery site. These lesions were only evidenced in the postoperative period at the doctor's office.